Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the aurora surgiscope system (asx15/60) was opened, the obturator was in two pieces. The plastic part was separated from the metal part. The surgeon's team taped the unit and proceeded to use it. There was a delay for about 20 to 30 minutes and the patient was under anesthesia. No patient harm reported.

Manufacturer narrative:
Request for report cancellation: please note that we submitted an initial report for this event with no adverse event or near adverse event; therefore, after further evaluation it was determined to be "non-reportable". Investigation results will not be provided.

Event description:
N/a